Event description:
It was reported that during a procedure, the surgeon was cutting a wire and the tip of the small wire cutter broke off. The broken fragment was retrieved and discarded. The procedure was completed with no further problems and no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and one cutting tip was broken. The cutter corresponded to the drawing and processes at the time of manufacture. It was determined that too much force was applied to the tips, causing one to break. This complaint was deemed invalid from a manufacturing standpoint.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.